Event description:
It was reported that the patient had stimulation in the wrong location. The patient reported that her left leg from the groin to the knee had been numb for over a year. The patient felt a strong sensation on her left leg on the outer side on the night prior to report. The patient turned the implantable neurostimulator (ins) off and still felt the stimulation in her leg. It was not painful but she had never felt stimulation in that location before. The patient had not had any previous falls or traumas. The patient did have a ¿major charlie horse¿ on her other leg and could not walk a few days prior to report. Later it was reported that the patient still had concerns regarding their device or therapy but they were working with their doctor or manufacturing representative. The patient had an appointment on (B)(6) 2014. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that patient requested a reprogramming to get more stimulation to her back. The patient also inquired about adding leads to address her neck pain. A reprogramming was scheduled and the manufacturing representative saw the patient on 2014-(B)(6) at the office of the health care professional. The patient was happy with the results of her reprogramming.

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3998, lot# v597710, implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37092, lot# 277160001, implanted: (B)(6) 2011, product type: accessory. Product ID: 3888-33, lot# v649093, implanted: (B)(6) 2011, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3888-33, lot# v649093, implanted: (B)(6) 2011, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).